Event description:
It was reported that the ventilator would not cycle with an audible alarm while connected to a pt. The pt was removed from the ventilator and placed back on the hospital ventilator. No pt harm reported.

Manufacturer narrative:
Na